Manufacturer narrative:
This event is the same event as 3010536692-2015-01909.

Event description:
Allegedly, patient was revised due to mom complications:severe right hip groin pain; acetabular loosening, altr, metallosis:loosening.-right.